Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the (B)(6). One complaint was received during this report period. It was determined to be misapplication. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction event which is associated with the unintended escape of a gas from the container in which it is housed. Patient information was confirmed for this event. (B)(6).